Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 2 of 4 of pd treatment. The patient discovered a fluid leak inside of the cassette door of the cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the patient removed the cycler set cassette from the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted there were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The system air leak test passed. The valve actuation test passed. A 3 hour accelerated stress test was performed and passed with no issues and there were no fluid leaks in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly and within the hp2 filter. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 2 of 4 of pd treatment. The patient discovered a fluid leak inside of the cassette door of the cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the patient removed the cycler set cassette from the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.